Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip did not produce patient readings during use. The reporter stated, "chip damage resulted in no readings of blood pressure appeared". There was no other physical damage noted. The set was replaced, and therapy resumed. The quantity affected is one and the sample is available for return. A sample picture is available showing the product involved in plastic packaging. There was patient involvement, but no patient harm in the event. No further information is available for this complaint.

Manufacturer narrative:
The complaint of chip damage was not confirmed on the returned set. No visual anomalies were observed on the returned set. When the transpac was electrically tested, a waveform was able to be zeroed with the waveform visible on the monitor. The sample was performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.